Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading was 140 mg/dl. The customer found that the settings were gone after the initial motor error alarm. Customer had removed the battery last night to resolve this issue. The customer replaced the battery in the morning and changed the site as well as the set. The insulin pump could not get past the fill cannula screen and alarmed for motor error. Potential exposure to strong magnetic field at the airport noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.